Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised. Rep was not present for the procedure, but was provided pictures of a mako mck tibial only insert which was worn/ delaminated on top. Patient's entire pka construct was revised to a tka construct.

Manufacturer narrative:
Reported event: it was reported ¿this pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised. Rep was not present for the procedure, but was provided pictures of a mako mck tibial only insert which was worn/ delaminated on top. Patient's entire pka construct was revised to a tka construct.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Visual inspection: the reported device was not returned however photographs were provided for review. The photographs note the following: burnishing, scratching, third body indentations and delamination were evident on areas of the articulating surface. These damage modes are consistent with commonly identified damage modes in uhmwpe inserts. Damage was also observed on the nonarticulataing surface of the insert likely from explantation. Product history review: review of the device history records associated with rob203 indicate that on (B)(6) 2012 all quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised. Rep was not present for the procedure, but was provided pictures of a mako mck tibial only insert which was worn/ delaminated on top. Patient's entire pka construct was revised to a tka construct.